Event description:
This case is cross-referred to case (B)(4) (same reporter) this unsolicited case from united states was received on 14-dec-2017 and 18-dec-2017 (both information processed together with clock start date of 14-dec- 2017) from other non-health care professional. This case involves a (B)(6) male patient who received treatment with synvisc one and on the same day had pain, swelling and nausea no past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 48 mg (frequency, indication, batch/ lot number and expiration date: not reported). On the same day, after the injection, patient had pain, swelling and nausea. It was reported that patient required methylprednisolone dose pack. Corrective treatment: not reported for nausea; methylprednisolone (medrol) dose pack for rest events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for pain and swelling pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a patient who received treatment with synvisc one injection and later experienced to have pain and swelling. Based on the available information, temporal relationship can be established between the events and the suspect product. However, information regarding injected lot number, injection technique used, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
This case is cross-referred to case ID: (B)(4) (same reporter) this unsolicited case from united states was received on 14-dec-2017 and 18-dec-2017 (both information processed together with clock start date of 14-dec- 2017) from other non-health care professional. This case involves a (B)(6) year old male patient who received treatment with synvisc one and on the same day had pain, swelling and nausea no past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 48 mg (frequency, indication, batch/ lot number and expiration date: not reported). On the same day, after the injection, patient had pain, swelling and nausea. It was reported that patient required methylprednisolone dose pack. Corrective treatment: not reported for nausea; methylprednisolone (medrol) dose pack for rest events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for pain and swelling additional information was received on 17-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one injection and later experienced to have pain and swelling. Based on the available information, temporal relationship can be established between the events and the suspect product. However, information regarding injected lot number, injection technique used, past drugs, concomitant medications and other risk factors is required for further case assessment.